Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose event after over-treating a prior low, with readings peaking at 231 mg/dl for approximately two hours while using an ilet system with an inset 23-inch, 6 mm infusion set, and insulin delivery subsequently resumed after a supply change assisted by support personnel. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and that the cause of the hyperglycemia was unclear. It was concluded that the event was user-related hyperglycemia of unclear cause without adverse health impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.